Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for her husband via phone call that insulin pump had blank display. Blood glucose was unknown. Customer reported that her husband's pump just stopped working. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display.